Event description:
It was reported that the power pro was leaking hydraulic fluid. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Other: hose.